Event description:
It was reported that during pre use check the cardiosave intra aortic balloon pump (iabp) mains cable only extends less than 1 meter. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields: b3, b4, b5, b6, b7, d9, d10, g3, g4 (PMA/510k), g6, h2, h3, h6 (health effect clinical code and impact codes, type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) disassembled cable reel assembly and found mains cable had jumped out the guide runners. Corrected and reassembled. No damage found to mains cable. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields-h6- investigation findings.

Event description:
N/a.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) the mains cable only extends less than 1 meter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.